Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the device would re-boot in the middle of a session, however the comment that the printer was cutting off paper was confirmed. It was also noted that the device failed incoming testing; the electrocardiogram (ECG) and radio frequency (rf) programmer head connectors on the link electronic module (lem) board were very loose. Furthermore, analysis noted that the display dropped, power cord had broken latch tabs, both display hasps were broken, and the power supply was noisy. The hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would re-boot in the middle of a session, and the printer was cutting off paper. The programmer has been returned for repair. No patient complications have been reported as a result of this event.